Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep removed debris from the touch screen monitor and edges. Saved image problem could not be duplicated.

Event description:
It was reported that the 9800 system was not saving images. There was also a touchscreen error after boot. No patient injury was reported.